Manufacturer narrative:
This report is being filed to provide additional information in b.5, e.1, h.6 and h.10. Investigation: the customer declined to respond to the retraining offered by terumo bct clinical support. Root cause: based on the clinical findings, the use of the expired set was caused by operator error.

Event description:
After multiple follow-up attempts, patient information, further procedural details, the disposition of the collected product and status of the recipient were not provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5 and h.6. Investigation is in process, a follow-up report will be provided.

Event description:
Patient infomation and outcome are unavailable from the customer.

Manufacturer narrative:
Investigation: the customer provided a delivery slip which indicated lot 10b9942 (with an expiry date of 01 sep 2020) was used by the customer on (B)(6) 2021. Harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired havest procedure pack disposable was used on a patient. The apc-30 procedure pack disposable was labeled with an expiration date of 09/01/2020. The procedure was performed on (B)(6) 2021. Patient information and outcome are unknown at this time. The disposable set is not available for return because it was discarded by the customer.